Manufacturer narrative:
MFR file number changed from 7ac0233 to 7ln0151 to reflect the correct mfg site.

Event description:
Catheter was either sheared or broken after the catheter had been indwelling for over four days. The catheter piece was located in the pt's body. A suture removal kit was used to retrieve the catheter piece.